Manufacturer narrative:
Evaluated 1 opened/used reservoir. Perform pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences. She also reported having high blood glucose. Her blood glucose was 462 mg/dl and stated that she treated by manual injection. The customer declined troubleshooting for her high blood glucose incident. The customer also reported that she had air bubbles in her reservoir but declined troubleshooting. Her blood glucose at the time of the incident were 265 mg/dl. The insulin pump and sensor will not be returning for analysis. The reservoir will be returning for analysis.